Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that during evaluation by baxter personnel, an infusor was found to leak at the junction of the tubing and stress-member. This condition occurred during testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.